Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned test strips and meter were measured with the returned meter using liquid qc of a high level. Testing results: qc 1: 3.3 inr. Qc 2: 3.2 inr. Qc 3: 3.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 272161) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable result from coaguchek xs plus meter serial number (B)(4). The result from the meter was 2.1 inr. The result from the laboratory was 6.5 inr. There was no allegation of an adverse event.